Manufacturer narrative:
This is one event (cardiovascular) of three events for the same pt involving three separate products; associated mdrs # 1225714-2014-05348; 05349; 05350; 05351; 05352; 05353; 2937457-2014-01340; 01341; 01342.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2003, a cardiovascular event on or about 11/03/2003, and cardiovascular event on or about (B)(6) 2003, and subsequently expired after the use of the product.